Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient was incarcerated and were around a lot of emi with computers and security scanners and that sometimes the patient would feel a shocking sensation from the ins> the security screener and emi guidelines were reviewed. No further complications were reported.